Manufacturer narrative:
Concomitant medical product: 6944-65 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and impedances, noise and no capture. The lead was confirmed to have a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.